Manufacturer narrative:
Device was received with critical pump error alarm, hardware low level failures alarm due to a software error. Unable to perform the self-test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error . No unexpected insulin pump error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose value was 130 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.